Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and the coil winds were offset. Resistance was encountered while attempting to advance the smart coil through a demonstration microcatheter and the smart coil could not be advanced any further. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. The offset coil winds likely contributed to the inability of the smart coil to be advanced into the microcatheter during the procedure and functional test. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous fistula (davf) using penumbra smart coils (smart coils). It was noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician placed two smart coils and eleven non-penumbra coils from the right facial artery (fa) to the left superior thyroid artery (sta) using a non-penumbra microcatheter. While attempting to insert a new smart coil into the hub of the microcatheter, the physician experienced resistance and the coil would not advance; therefore, it was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.